Manufacturer narrative:
(B)(6).

Event description:
The international philips field service engineer (fse) reported that a ventilator experienced a carbon dioxide rebreathing risk error during device set up. The fse reported that the issue was found while preparing the device for patient use. As a result, the device is not being used and it was replaced with another equipment. The device was evaluated by the philips international field service engineer (fse) who confirmed the reported issue. The fse replaced the flow sensor assembly. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Reporting institution name -(B)(6). Reporter phone number - (B)(6).

Event description:
The international philips field service engineer (fse) reported that a ventilator experienced a carbon dioxide rebreathing risk error during device set up. The fse reported that the issue was found while preparing the device for patient use. As a result, the device is not being used and it was replaced with another equipment. The device was evaluated by the philips international field service engineer (fse) who confirmed the reported issue. The fse replaced the flow sensor assembly. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.